Manufacturer narrative:
Date of report: 26jun2019. Date rec'd by MFR: 08mar2019. The field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse was able to duplicate the reported issue. The fse could not find any errors in the units event logs. The fse performed calibration, but this did not correct the issue. The fse replaced the touch screen to address the reported issue. After this repair, the unit was cleaned and functional testing was performed. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 17jul2019. Date received by manufacturer:12jul2019. The touch screen was received for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Further investigation revealed that the resistance (ul_lr and ur_ll) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08mar2019. International UDI # (B)(4). Reporter: no phone number provided. A follow-up report will be submitted once the investigation has been

Event description:
Customer contacted technical support (ts) stating that unit had a touchscreen not responding. The customer reported there was no patient involvement. Event date not specified; estimate used.